Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. Customer was unable to complete system check with tandem technical support at time of call; however, multiple attempts were made by technical support to follow up and complete troubleshooting, but no response was received and no additional information was provided.